Event description:
Pouch defective. Tore upon use. Of the box of 6, it happened to 2. The other 4 were not used. 5 were returned. First one was thrown out but second one was returned. Same exact problem. A different box/lot was used and no problems were experienced.